Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's lot number is unknown. D10: item name: oxf gap gauge med 3/4mm; item number: 32-422806; lot: unknown. Item name: oxf tib template d rt medial; item number: 32-422857 lot: unknown. Item name: oxf tib template c rt medial; item number: 32-422855 lot: unknown. G2 ¿ foreign ¿ france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an initial knee surgery, while testing different polyethylene (pe) thicknesses, repeated use of the thickness gauge against the internal tibial test gauge generated plastic debris. All debris was successfully retrieved from the joint with no harm to the patient or delay to the procedure. The surgical technique was properly followed. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, d10, g3, g6, h2, h10, h11. D10: item name: oxf gap gauge med 3/4mm; item number: 32-422806; lot: zb170401. Item name: oxf tib template d rt medial; item number: 32-422857 lot: zb161101. Item name: oxf tib template c rt medial; item number: 32-422855 lot: zb160901. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, g6, h1-h4, h6, h11. The products involved in the reported event were returned for investigation in addition to photographs provided at the time of the complaint. Review of the photographs shows blue material caught in the holes of one the tibial templates along with a picture of the gap gauge clearly showing score marks to its bottom surface. Visual assessment of the returned tibial templates identified signs of extensive use with nicks, gouges and confirms that there are burrs in the holes and slots. The two returned gap gauges exhibit signs of repeated use with surface scratches, nicks and gouges that impede the fingernail. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories for the gap gauges identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Review of the complaint histories for the tibial templates found no additional related complaints for these items and the reported part and lot combinations. Based on the available information, the reported event can be confirmed and the cause of the damage seen to the gap gauges is related to the normal wear on the tibial templates used. The tibial templates have been in the field since 2016. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.